Event description:
Boston scientific crm received information that this pacemaker was successfully implanted and five days later, the patient passed away. No allegations against the functioning of the device were reported at the time of death. Three months later, the deceased patient's husband contacted our company and asserted that this device contributed to the patient's death. A death certificate has not been provided to our compmany, and an autopsy was not performed. The local sales representative (sr) had not seen this patient since the implant procedure, and has no additional information. Boston scientific crm has no specific information as to whether the device was involved in the patient's death. This device is not included in an advisory population.

Manufacturer narrative:
As of this report, the device has not been returned for analysis and it is not included in any advisory. There is not additional information related to this event available to the company at this time. If additional info becomes available, the event will be updated as necessary.